Manufacturer narrative:
The insulin pump had a button error alarm due to moisture damage keypad traces. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads,cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 291 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.